Event description:
On june 18, 2024, sensonics was made aware of an incident where the user had two sensors inserted in the same arm and the hcp failed to remove one out of two of the user's sensors (sn (B)(6)) due to not being able to locate the sensor in the user's arm.

Manufacturer narrative:
The sensor (sn (B)(6)) was successfully removed on (B)(6) 2024.no further investigation is required.